Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the patient was admitted into the ER with spasticity. At the ER, it was verified that the surestream intraspinal catheter migrated from the intraspinal location to the pump pocket. Because the patient was being treated for an infection, the doctor decided to explant the whole system including the medstream pump. At this time, it is believed that the intraspinal catheter is not associated with the patient¿s infection. Patient is being treated with antibiotics and may have another pump implanted in the future. The rep was instructed to stop the pump flow. When he tried to program it, he received a low battery alarm. The battery issue was not a factor at the time the infection was detected.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the complaint was confirmed. The pump was returned with the surestream catheter. The pump was visually inspected and it was observed that 4 suture loops were on the pump, 13 holes were on the filing septum, 5 holes were on the bolus septum, and a 6th larger hole was in the middle of the septum. The probable root cause associated with the battery low alarm might be due to the fact that the pump alarm was triggered at a temperature lower than 37°c when the pump was explanted and interrogated, whereas the battery is specified for use at 37°c. The measurement performed during the investigations showed that the battery capacity was full. Therefore the pump battery low alarm triggered by the pump was a false alarm. The internal resistance of the batteries is increased at a temperature lower than 37°c, which affects the result of the battery internal resistance. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints.